Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
Diabetes mellitus is a known cause of hypoglycemia and it's associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that the cgm displayed a bg value of 178mg/dl compared to the bg meter which read 36mg/dl. The patient had a seizure due to his low blood glucose (bg) levels. The patient's co-worker called the emergency medical technicians (emts). The patient was unconscious when the emts arrived. The emts gave the patient a glucagon shot and stayed with him until he regained consciousness. The patient's bg was at 82mg/dl and rising when the emts had left. At the time of contact, the patient was doing well. No additional event or patient information was provided.